Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices or photographs were received; therefore, the condition of the components is unknown. Medical records were not provided. X-rays provided were not sent for evaluation due to poor image quality. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: all poly patella standard size 29 mm diameter 8.0 mm thickness cemented . Item# 00597206529 lot# 61614788. Femoral component precoat size e minus (e-) right . Item# 00575001506 lot# 61465782. Articular surface use with plate 3,4 size yellow/c-h 12 mm height. Item# 00595203012 lot# 61569229. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to pain and tibial loosening. Attempts to obtain additional information have been made; however, no more information is available.